Event description:
Muscle relaxant given through the connector which originally held the air vent. The flush was given through the angled connector, leaving some amount of muscle relaxant in the dead space in between the two.

Manufacturer narrative:
The facts for this complaint are very much open to question. Bd representative asked reporter, (B)(6), (who was not present at the event) to ask the anaesthesist to call bd representative and in the meantime the reporter will try to get more data. The patient was a woman undergoing an invasive radiological procedure for which she needed intubation. She already had underlying pulmonary disease (pulmonary fibrosis) and is described as being a 'complex' case. She received 20 mg of atracurium for induction and intubation at the beginning of the procedure. This was apparently injected through the 'upper' port of the y in the nexiva. The 'lower' port had been flushed beforehand and there was no line connected to this end (through which the atracurium could have flowed upstream). The reporter is not sure if the upper port was flushed afterwards, which means that if it had not, theoretically a small portion (less than 2 mg) could have been sequestered in the dead space. The patient received propofal in 'the other line' to keep her under and the procedure was done using 'the other line' (presumably another peripheral IV line). The patient was allowed to come out from under anesthesia without any reversal of the propofal, just letting it wear off. She was extubated and sent to recovery room. She had been in recovery for about 20 minutes, breathing on her own, when she began to complain of pain. At that point her nexiva was flushed with saline (presumably the moment when the small sequestered dose of atracurium could have been infused if it was indeed present), but she was almost simultaneously given fentanyl IV. The reporter was not sure what the dose was. (Fentanyl is a very potent synthetic opiod [like morphine but 100 times stronger] which had been associated with severe respiratory depression especially in patients with underlying respiratory compromise.) Shortly after this she was noted to have myoclonic jerks (involuntary contractions of muscles) and to stop breathing. Immediately after this naloxone (the antidote for opiods) was given IV, suggesting that the first (and logical) suspicion of her doctor was that the fentanyl had caused her breathing to stop. She was also given an antidote to muscle relaxants (neostigmine). After a few seconds she began to breath on her own again. The reporter did not know the exact duration of her apnea. An ECG showed new changes and the patient was noted to be confused, changes which have persisted. It is not clear if a heart attack (myocardial infarction or mi) was ruled in or out by cardiac enzymes. The reporter is checking on this. It is also not clear what kind of work-up she's had for the confusion (eeg, brain scan) and the reporter will check this too. Apparently the patient is currently 'clinically stable'. Bd medical representative has asked for po2 values to see what her baseline lung function was as well as the po2 just after extubation, but the reporter did not have these. She was going to look for them. This is important to see not only what her functional baseline was but to see whether she was physiologically back to that baseline after extubation, or still compromised from her exposure to the atracurium and propofal). The reporter admitted there were still a number of aspects of the case she did not know yet. (B)(4)